Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00283, 3012447612-2018-00284, 3012447612-2018-00288, and 3012447612-2018-00289.

Event description:
It was reported that the tulips of two screws broke off from the screws and the tips of two screwdrivers broke off during surgery. The screws were removed and replaced with alternative screws to complete the procedure. There was a delay greater than 30 minutes in length associated with this event but there was no reported patient harm. This is report four of four for this event.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.